Manufacturer narrative:
Additional information - patient status: ok. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  On march 18, 2016, applied medical issued a voluntary recall of the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy laparoscopic - "patient (B)(6) with no particular history. No problem during the procedure. The evening the patient had pain. Biological investigation was showing a significant increase of gb. The second day the patient is showing a big effusion. Patient is resumed the evening and shows a peritonitis biliary. No clip on cystic stub but the clips are in place on the cystic artery. Clips are not found elsewhere on the peritoneum. Device is not available as it did not create any problem during the intervention. Gb = white globule." Patient status - unknown.